Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to deliver a bolus, the contact believes that the pump miscalculated the amount of insulin to deliver. Reportedly, the customer attempted to deliver a bolus for 25 grams and the pump suggested a bolus of 9 units. Review of the customer's settings show that based on the carbohydrate ratio, the pump should have calculated 2 units for the bolus. During the call, the customer reentered the value into the bolus menu and the pump suggested the correct value. Reportedly, the customer may have overridden the value during the initial request. The customer declined to upload pump to perform a log review, and reported blood glucose (bg) level was 146 mg/dl at the time of the event.